Event description:
Na.

Manufacturer narrative:
Due to character limitation, event site full name: (B)(6) hospital. Updated fields: b4, e1(event site name), e2, e3, g3, g6, h2, h11.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse could not replicate the issue and replaced the power management board and the optical switch cable as a precaution. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
Due to character limitation in e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during patient use the cardiosave intra-aortic balloon pump (iabp) battery was not charging.there was no health damage reported.